Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have error messages "motor rate error" and "check clutch and plunger." The cause of the customer reported problem was the clutch and motor assembly. The clutch and motor assembly were rebuilt and replaced, and the pump was programmed with software version 1.6.5 and set to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the plunger assembly was not working. The customer returned the product for the plunger assembly not working, and during inspection it was found that the event history logs contained a "motor rate error" and "check clutch and plunger" error messages. The event occurred during testing, and there was no patient involvement.